Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had low flow alarms and the patient had an elevated international normalized ratio (inr) and elevated lactate dehydrogenase (ldh). An inflow or outflow obstruction was suspected. The patient was hospitalized and given intravenous fluids, a computerized tomography angiogram (cta) was performed and was inconclusive and echocardiogram was ordered but never performed. The day after admission the vad was exchanged and a thrombus was observed at the inflow canula and was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was returned for evaluation. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2021 to parameters below the normal operating range and 100 low flow alarms recorded since (B)(6) 2021. Post-explant functional analysis revealed that pump the vad met pre-implant requirements with power average consumption of 1.88 watts. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Internal pathological report revealed no evidence of thrombus within the device; however, visual evidence provided from the site revealed evidence of thrombus within the inflow cannula. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Based on the analysis conducted, the returned device performed as intended. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.